Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm. The customer's blood glucose level was 316 mg/dl. The customer stated that the insulin pump shut off and the display was blank. The customer was shipped a replacement battery cap. Nothing was replaced or returned. The customer also reported three hospitalizations for high blood glucose levels. The first 2 hospitalizations were due to insulin resistance. During the third hospitalization, the customer's symptoms included vomiting and dehydration. The customer had been wearing the device at the time of admission. The cause per the doctor was diabetic ketoacidosis. The customer stated that they were taking manual injections prior to hospitalization. The customer was treated with an insulin drip and two bags of fluid. Nothing was replaced or returned.